Manufacturer narrative:
Device manufacturer address : (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had a pinhole in the tubing causing a chemotherapy drug leak. The issue was identified during an unspecified process step. A new chemotherapy bag was made and hung to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.